Manufacturer narrative:
28-sep-2017 product investigation results: a review of lot 7205243065 01:54 in proficy indicates the lot code provided is complete and legitimate for the product specified. The product was manufactured on 07/24/2017 at 01:54 on line 65. The subject lot code was reviewed in trackwise for previously investigated events and none were identified. The scope of this investigation is for the adverse event/critical product quality complaint portion of this complaint related to detached cord as other portions of this complaint are related to non-critical product quality complaints. The consumer did not return product to confirm the alleged defect at the time of this investigation. If a returned product is received in relation to this complaint the product will be reviewed to determine if further action is needed. Logbook comments, variable and attribute testing, centerlines and downtime events for the subject lot were reviewed in proficy. There were no deviations or events recorded that would have contributed to the observed defect. There were no provisional material acceptances that relate to this complaint or records of related rejected materials in the auburn material reject database. The production date, one day before and one day after was reviewed in the auburn qar database and there were no alerts, oos or events reported that contributed to the complaint. The results of this evaluation indicate that the product for the subject lot was manufactured as intended. Three samples from the subject lot were visually inspected for withdrawal cord integrity gcas (B)(4) and no defects were found. The review of this investigation indicates that the subject product lot was manufactured as intended and no definite root cause could be identified. No further investigation is currently needed on this complaint. Qa will continue to monitor this complaint code for trends and signals as part of routine surveillance program.

Event description:
Bleeding for almost 3 weeks vaginal area [vaginal haemorrhage]. Almost passed out as result of bleeding [dizziness]. Yeast infection vaginal area [vulvovaginal mycotic infection]. Odor vaginal area [vaginal odour]. Uncomfortable vaginal area [vulvovaginal discomfort]. Itchy feeling, itching vaginal area [vulvovaginal pruritus]. Swelling vaginal area [vulvovaginal swelling]. Part of the string came off the tampon, tiny fibers in the tampon, seems it was disintegrating and falling apart [device breakage]. Case description: report source: spontaneous. A (B)(6) female consumer reported via phone on 24-aug-2017 that she had used a new box of tampax compak pearl tampon, regular unscented, 1 tampon at a time beginning on an unspecified date after starting her period a few days ago, and experienced an itchy and uncomfortable feeling to her vaginal area. She reported she looked at the product after it came out, and part of the string had come off. She opened another tampon and observed there were tiny fibers in the product and it seemed to be disintegrating and falling apart. She unwrapped another tampon, and stated it seemed like they were all like that. The consumer reported she had used this product previously, and about 6 months ago ((B)(6) 2017) she began having vaginal yeast infections, odor, swelling, itching, and was uncomfortable in her vaginal area. Also 6 months ago, she experienced vaginal area bleeding for almost 3 weeks until she almost passed out. She visited a gynecologist ob clinic, and had an emergency dilation and curettage (d&c) to clean out her uterus. The consumer also drank lots of water to help relieve the problem. The bleeding recovered after the d&c, the outcome of almost passed out and swelling vaginal area were recovered, and yeast infection vaginal area recovered (B)(6) 2017. The outcomes of odor vaginal area, uncomfortable vaginal area, and itching vaginal area were not recovered/not resolved. The case outcome was improved. Relevant history: no allergies. Concomitant product(s): none reported. No further information was provided. 28-sep-2017 product investigation results: the scope of this investigation is for the complaint related to detached cord. The consumer did not return the product. Lot code provided 7205243065 01:54 is complete and legitimate for the product specified. The product was manufactured on 24-jul-2017. Lot code was reviewed for previously investigated events and none were identified. There were no deviations or events recorded that would have contributed to the observed defect. There were no provisional material acceptances that relate to this complaint or records of related rejected materials. The production date, one day before and one day after was reviewed in the database and there were no alerts, oos or events reported that contributed to the complaint. Three samples from the subject lot were visually inspected for withdrawal cord integrity and no defects were found. The review of this investigation indicates that the subject product lot was manufactured as intended and no definite root cause could be identified. Conclusion code: no manufacturing cause identified based on investigation.

Manufacturer narrative:
Product not provided by the reporter, therefore unable to proceed with product investigation at this time.

Event description:
Bleeding for almost 3 weeks vaginal area [vaginal haemorrhage]. Almost passed out as result of bleeding [dizziness]. Yeast infection vaginal area [vulvovaginal mycotic infection]. Odor vaginal area [vaginal odour]. Uncomfortable vaginal area [vulvovaginal discomfort]. Itchy feeling, itching vaginal area [vulvovaginal pruritus]. Swelling vaginal area [vulvovaginal swelling]. Part of the string came off the tampon, tiny fibers in the tampon, seems it was disintegrating and falling apart [device breakage]. Case description: report source: spontaneous. A (B)(6) female consumer reported via phone on (B)(6) 2017 that she had used a new box of tampax compak pearl tampon, regular unscented, 1 tampon at a time beginning on an unspecified date after starting her period a few days ago, and experienced an itchy and uncomfortable feeling to her vaginal area. She reported she looked at the product after it came out, and part of the string had come off. She opened another tampon and observed there were tiny fibers in the product and it seemed to be disintegrating and falling apart. She unwrapped another tampon, and stated it seemed like they were all like that. The consumer reported she had used this product previously, and about 6 months ago ((B)(6) 2017) she began having vaginal yeast infections, odor, swelling, itching, and was uncomfortable in her vaginal area. Also 6 months ago, she experienced vaginal area bleeding for almost 3 weeks until she almost passed out. She visited a gynecologist ob clinic, and had an emergency dilation and curettage (d&c) to clean out her uterus. The consumer also drank lots of water to help relieve the problem. The bleeding recovered after the d&c, the outcome of almost passed out and swelling vaginal area were recovered, and yeast infection vaginal area recovered (B)(6) 2017. The outcomes of odor vaginal area, uncomfortable vaginal area, and itching vaginal area were not recovered/not resolved. The case outcome was improved. Relevant history: no allergies. Concomitant product(s): none reported. No further information was provided.